Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was physically returned for investigation but was repaired before being fully evaluated by a complaints technician. Therefore, the reported failure mode could not be confirmed. Based on the repair diagnostic codes, the unit had scratches on the insulation. The possible root causes can be due to: incorrect sterilization/reprocessing procedure, handling procedures, contact forces and/or product used beyond defined useful life. In sum, the product was physically returned but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.